Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-04879 for the other associated device info. It was reported to boston scientific corp, that two speedband superview super 7 multiple band ligators were used during a banding procedure in the esophagus, performed in 2009 ( pt age is unk). According to the complainant, during the procedure, they used two devices and were unable to deploy the bands, requiring the physician to re scope the pt each time. The procedure was completed with a third speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.